Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was not known if the insulin pump was being worn at the time of the event. At the time of the report, the insulin pump alarmed. Nothing further was reported.